Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported going to the hospital due to ¿high readings¿. It was not specified what the cgm was displaying prior to the patient going to the hospital, or if the patient was alleging an issue with the dexcom device which contributed to her hospitalization. No patient symptoms were reported. At the hospital, the patient¿s bg level was 861 mg/dl and the patient was treated with IV insulin. At an unspecified time later, the patient then had a bg level of 40 mg/dl and was treated with a d50 injection (dextrose). At this time, the patient¿s cgm was in a brief sensor error state and then eventually failed. The patient was still in the hospital at the time of report. Attempts to reach the patient back for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that after the new session warmup on 10/30/2025, the first estimated glucose values were high (over 400 mg/dl) and the app delivered high alerts at 50% volume from 05:49 pm to 09:29 pm, and 100% volume from 09:34 pm to 10:19 pm. The app experienced signal loss overnight for about 8.5 hours. When signal returned at 07:03 am on (B)(6) 2025, the app delivered a signal loss alert at 81% volume, which was acknowledged immediately. The next egv was high (over 400 mg/dl) and the app delivered a high alert at 81% volume, which was also acknowledged immediately. The egvs remained above the high alert threshold (250 mg/dl) for the rest of the day from 07:09 am to 06:49 pm, but the app did not deliver additional high alerts as the snooze/repeat feature was disabled. At 07:44 pm, egvs returned within range. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported going to the hospital due to ¿high readings¿. It was not specified what the cgm was displaying prior to the patient going to the hospital, or if the patient was alleging an issue with the dexcom device which contributed to her hospitalization. No patient symptoms were reported. At the hospital, the patient¿s bg level was 861 mg/dl and the patient was treated with IV insulin. At an unspecified time later, the patient then had a bg level of 40 mg/dl and was treated with a d50 injection (dextrose). At this time, the patient¿s cgm was in a brief sensor error state and then eventually failed. The patient was still in the hospital at the time of report. Attempts to reach the patient back for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported going to the hospital due to ¿high readings¿. It was not specified what the cgm was displaying prior to the patient going to the hospital, or if the patient was alleging an issue with the dexcom device which contributed to her hospitalization. No patient symptoms were reported. At the hospital, the patient¿s bg level was 861 mg/dl and the patient was treated with IV insulin. At an unspecified time later, the patient then had a bg level of 40 mg/dl and was treated with a d50 injection (dextrose). At this time, the patient¿s cgm was in a brief sensor error state and then eventually failed. The patient was still in the hospital at the time of report. Attempts to reach the patient back for further event details were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.